Event description:
It was reported that during remote follow-up, the patient presented with noise on the right atrial (ra) lead. The noise was over-sensed. The ra lead was explanted and replaced successfully on (B)(6) 2024. The patient was stable.